Event description:
It was reported that the plastic package melted on the texture of the implant, observed before implant. Surgeon changed new device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned packaging components confirmed the inner and outer blister were fused together, due to the blistered appearing warped/melted through exposure to high temperatures. Potential cause traced to transport/storage outside of jnj control. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a review of the device history records and packaging process was performed. No non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.